Event description:
A nitroglycerin infusion began on a patient. Seven minutes later, the pump alarmed with malfunction s421 motor. Error subgroup 9, code: pump bolus overshoot, urgency high, alarm ID: 132, arg1: 814, ar2-4:0. The malfunction was acknowledged and the machine was powered down. The infusion was re-started on a different device.====================== manufacturer response for infusion pump, symbiq======================hospira continues to investigate these s321+s421 problems. There is an interim factory upgrade being performed but the investigation continues. There is no known way to predict the failure. Other hospitals are having the same issue but to a lesser degree.